Manufacturer narrative:
The motion control box was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue could not be confirmed. The box was installed into a known working system. The system initialized after motion calibration was successful. Visual inspection confirm j6 and j16 connections missing standoffs. 2d and 3d images were successful. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the gantry control box was returned to the manufacture for evaluation. After functional testing the reported issue was confirmed. They installed the box into a known working system. The system failed to initialize. Generator and communication readied. Motion did not ready. Firmware installer confirmed firmware was up to date. Defective gantry box. Eval code method 10 is associated with this analysis eval code result 4203 is associated with this analysis eval code conclusion 4307 is associated with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue did not occur after the patient had been placed under anesthesia and did not occur after an incision had been made. The surgery had to be postponed.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000060, serial/lot #: (B)(4), UDI#:(B)(4); product ID: bi30000059r, serial/lot #: (B)(4), ubd: 01-jan-2050, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the gantry motion controller was identified as cause of the problem. The gantry motion controller, position motion controller, and right side stage cover were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. During equipment setup, it was not possible to use the imaging system because the initialization of the image acquisition system (ias) could not be performed. The collimator was not moving and there was a "torque error" on the tilt axis. The positioner motion controller j16 connector screw was found to be broken and not seated properly. The issue resulted in one hour or longer procedure delay. The procedure was aborted and the surgery was rescheduled. There was no impact on patient outcome. The motion positioner and gantry controllers were replaced. No complications were reported/anticipated.